Event description:
The customer reported that the table was not working properly. Contrast and dirt entered the multi-function foot switch causing the load and unload foot pedals to stick in the engaged position. When the couch movement buttons (on the gantry control panel) were then used, the motion was in the opposite direction from the button pressed (ie, down button caused up motion). There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).